Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 512 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. Initially the prime test failed. However, after changing the infusion set and reservoir, the prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.